Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was 176 mg/dl at the time of the incident. Troubleshooting was performed. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. The customer stated that the alarm happened after replace a battery. Customer stated that this was the first time that the customer received an error. The device will not be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).